Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-70e, serial number: (B)(6), batch/lot number: 7093274, model/catalog description: 1x16 perc lead trial kit, 70 cm, unique identifier: (B)(4).

Event description:
It was reported that following a trial procedure the patients spinal cord stimulation (scs) leads had migrated. It was noted that the patient collapsed and went to the hospital for monitoring and expected to fully recover. The patient underwent an early lead pull due to cephalic migration to brain stem. The explanted leads were discarded.